Event description:
Literature: el otmani h., johoin n, yaici s., et al. [Can subthalamic nucleus stimulation reveal parkinsonian rest tremor?]. Rev neurol. 2009; 169(1):81-85. Summary: from may 1997 to jan. 2006, 215 parkinson disease (pd) pts had electrode implantation for chronic subthalamic nucleus (stn) stimulation. Thirty of these pts, who had their files analyzed retrospectively, presented with an akineto-rigid form of the disease without tremors. These pts received the operation without incidence and postoperative cerebral MRI ruled out any iatrogenic complications. Rest tremors, which were not present before the stn stimulation, appeared in 6 pts with typical pd immediately after the temporary discontinuation of the stimulation (which had provided excellent clinical results for 6 months). Reportable event: it was reported that one pt experienced tremors in the 'off medication' and 'off stimulation' condition. The evaluation was done after at least 12 hours of antiparkinsonian medication withdrawal and 45 minutes after the stimulation had been stopped. The tremors had the characteristics and especially the frequency of rest tremors typically associated with pd (though no polygraphic recording could be done). They were asymmetrical and had no relationship to the preoperative condition or the predominance of the parkinsonian syndrome. The tremors disappeared when the stimulation was restarted with the same stimulation parameters or with the administration of l-dopa at the above maximum dose.

Manufacturer narrative:
See scanned pages.